Manufacturer narrative:
It was reported via phone call that the insulin pump alarmed failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test due to moisture force sensor resistor trace. There was no moisture damage found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that the insulin squirts out when the pump rewinds and primes while holding the act button. The customer stated that she had been at 400 mg/dl and that was when they changed the infusion set. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.